Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 382805 dermahook 1/2 hook pkg/bx 6 hks/pkg for investigation. The sample was returned with its original packaging but opened. The returned sample was visually inspected with and without magnification. Upon visual examination, it was found that four of the thermoplastic elastometric (tpe) bands were still on the card that holds the bands in the package while two of the bands were loose. One of the loose bands was broken at what appears to be the spot that the edge of the card would be when the band is in place on the card. Four of the other bands were also broken, including the other loose band. However, these four bands were broken at a spot that isn't right on the edge of the card. Further examination revealed that the bands did not appear to thin at the point of separation and had no discoloration. This suggests that the bands did not break due to over exposure to heat and/or uv lighting. Since the package was received opened, it could not be determine when the bands were broken. Reference files (B)(4). A corrective action is not required at this time as it could not be determined what caused the complaint issue. Since the sample was received open, it could not be determined when the bands were broken. Other remarks: the reported complaint of "broken" was confirmed based upon visual examination of the returned sample. The sample was received open in its original packaging. There were 5 broken tpe bands. One of the broken, loose bands appeared to be broken where the edge of the card would be. The other four bands were broken at a spot that isn't right on the edge of the card. Further examination revealed that the bands did not appear to thin at the point of separation and had no discoloration. This suggests that the bands did not break due to over exposure to heat and/or uv lighting. A device history record review was performed with no evidence to suggest a manufacturing related cause. Since the sample was received open , it could not be determined when the bands were broken. No further action will be taken.

Event description:
Upon opening the package of dermahooks, the nurse removed the hook from the package and the elastic broke. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device history review for the product dermahook 1/2 hook 10 pkg/bx 6 hks/pkg, lot #73b1600483 investigation did not show issues related to the complaint. The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
Upon opening the package of dermahooks, the nurse removed the hook from the package and the elastic broke. There was no patient involvement.